Event description:
The reporter stated that rptr did back to back (rapid succession) blood glucose, using separate fingersticks. Rptr's results were 84 and 197 mg/dl. Rptr stated that rptr had symptoms of low blood sugar and felt nauseated. Control testing was not done due to lack of supplies. On follow up, two control tests were in range. Rptr stated that rptr does not check confirmation dot when testing. Rptr cleans meter on a regular basis. Rptr stated that rptr does not always get enough blood on test strips. Reviewed technique of application of blood sample. No harm was alleged.